Manufacturer narrative:
(B)(4). Customer reports lot number unknown, however, possible lot numbers are 73c1700230, 73h1700597, and 73m1600267. A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Verification of failure mode reported in the current manufacturing process was conducted as follows: samples were taken from the current production. Samples were visually inspected and issue reported "tube popped off during use" was not observed in the current manufacturing process. Device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and any corresponding corrective actions. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the 15mm connector of the et tube repeatedly became disconnected. Medical intervention reported was extubation. It was reported there was no patient injury. Patient condition reported as "fine".

Event description:
Customer complaint alleges the 15mm connector of the et tube repeatedly became disconnected. Medical intervention reported was extubation. It was reported there was no patient injury. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Corrected data: catalog# corrected to 5-10316. The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the sample was returned with the connector pushed slightly further into the tube than when where it is placed during assembly, but it was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." (Con't) other remarks: "non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1" the reported complaint of "tube popped off during use" could not be confirmed. The sample was sent to the manufacturing site for further evaluation and to determine the root cause of this complaint. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges the 15mm connector of the et tube repeatedly became disconnected. Medical intervention reported was extubation. It was reported there was no patient injury. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).